Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device was returned for evaluation. The rite (return instrument test/evaluation) test was performed when the device was returned to the baxter tampa bay facility for evaluation. The device failed the homechoice rite functional test and homechoice rite electrical test. The reported issue of power failure was confirmed (device was received inoperative due to fuses blown). Crt (cycler remote toolbox) 8.800 was used to pressurize the pneumatic system for troubleshooting. The compressor would not pressurize properly. The technician used a digital multimeter and measured the ground to compressor wires. The measurement revealed the compressor wires are shorted to ground. Based on the results of the evaluation; the assignable cause for the problem of device failed earth leakage current test was determined to be compressor shorted to ground. The compressor was scrapped. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. There was no patient involvement, injury or medical intervention as this was found during service and testing.